Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Impella 5.5 was inserted via right axillary subclavian access site in a 64 year old male patient for cardiomyopathy/heart failure. The patient¿s comorbidities are unspecified. The patient¿s clinical state prior to initiation of support was reported as a scai shock stage c and the patient was listed for heart transplant. While on support in intensive care unit (ICU) the nurse reported that the patient's urine output became reduced and changed to dark brown color. Additionally, the lab lactate dehydrogenase (ldh) value was elevated at 418u/l. The patient developed a fever on (B)(6) 2026, resulting in delisting from a possible heart match that same day. The physician reported that the surgical site "looked as expected with no signs of wound infection." The fever has since been reported to have resolved and there are no other reported signs of infection or bleeding. The patient remains on impella 5.5 support with the pump performing within expected range at p-8 with 4.5 liters per minute of flow with purge solution of 5% dextrose in water with 25meq/liter of sodium bicarbonate.

Event description:
Updated clinical narrative (from additional information received): the patient underwent heart transplantation. Prior to transplantation, the impella 5.5 device was retracted into the axillary graft and left in place until completion of the transplant procedure. Following transplantation, during attempted device removal, the impella 5.5 became caught on the axillary graft, resulting in tearing of the graft and subsequent bleeding. On the day of explant, the purge solution was 5% dextrose in water with 25meq/liter of sodium bicarbonate. The implanting conditions were noted by the healthcare professional to include a relatively small incision used for graft placement, which may have contributed to a more perpendicular graft orientation and less optimal angle for device removal. In response to the graft injury, the surgical team reopened the graft incision site and performed repair, successfully managing the bleeding. The impella 5.5 device was turned off at the time of the event. The patient subsequently survived to explant following completion of the transplant procedure. Clinical narrative: impella 5.5 was inserted via right axillary subclavian access site in a 64 year old male patient for cardiomyopathy/heart failure. The patient¿s comorbidities are unspecified. The patient¿s clinical state prior to initiation of support was reported as a scai shock stage c and the patient was listed for heart transplant. While on support in intensive care unit (ICU) the nurse reported that the patient's urine output became reduced and changed to dark brown color. Additionally, the lab lactate dehydrogenase (ldh) value was elevated at 418u/l. The patient developed a fever on (B)(6) 2026, resulting in delisting from a possible heart match that same day. The physician reported that the surgical site "looked as expected with no signs of wound infection." The fever has since been reported to have resolved and there are no other reported signs of infection or bleeding. The patient remains on impella 5.5 support with the pump performing within expected range at p-8 with 4.5 liters per minute of flow with purge solution of 5% dextrose in water with 25meq/liter of sodium bicarbonate.

Manufacturer narrative:
Updated information: b5 clinical narrative updated. G1 MFR site name danvers removed. H6 impact code changed to f19. H6 clinical code added e0506. H6 med dev prob code added a150207.